Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid (4 mg/ml at 0.499 mg/day), bupivacaine (20 mg/ml at 2.5 mg/day), and clonidine (140 mcg/ml at 17.5 mcg/day) via an implanted pump. It was reported that the patient had an abrupt return of pain symptoms, but no withdrawal. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. On (B)(6) 2026 the patient had a failed dye study; the healthcare provider was unable to aspirate csf (cerebrospinal fluid) from the side port. Exploratory surgery was done on (B)(6) 2026 where it was discovered that the catheter had twisted repeatedly after the pump was flipping in the pocket. The physician replaced the pump segment of the catheter and re-anchored the pump. The issue was noted to be resolved, and it was indicated that the healthcare provider had no fur ther information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8784; serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2026. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6) , ubd: 30-oct-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.